Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh, ipom, placement to repair a hernia on (B)(6) 2012 and mesh was used. On (B)(6) 2012, a reoperation was necessary due to loosened mesh. Additional information was requested.

Manufacturer narrative:
(B)(4): inadequate fixation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.